Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter in two pieces and was bloody. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were performed and revealed numerous kinks in the hypotube, and a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 06-jun-2018. It was reported that the device could not cross the lesion. The target lesion was located in the distal right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During procedure, a stent that was initially advanced could not cross the lesion; so a guidezilla was advanced. However, the device could not reach the distal rca. The procedure was completed using another guidezilla catheter. No patient complications were reported and patient's status was stable. However, device analysis revealed a complete separation at the collar. It was further reported that the separation of the collar was noted during procedure and that the device was removed with a snare.

Manufacturer narrative:
Describe event or problem , device lot number, batch expiration date, device manufactured date, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter and was bloody. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were performed and revealed tip damage (misshapen) and the collar was damaged (material of collar lifted/stretched). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported by the site that the initial device that was returned was the device for MDR ID# 2134265-2018-04562.